Event description:
One touch basic enhanced meter was calibrated high. Pt reported that the check strip test yielded a "114 not ok". Customer service walked pt through another check strip test which failed. Meter is being cleaned properly. Pt obtained high results and decided to contact the paramedics. Pt had eaten a sweet roll and blood glucose had increased. Pt decided to take extra glyburide. When the pt attempted to test again, noticed the calibration was off. When the paramedics arrived, they obtained a "360 mg/dl" on their meter. No treatment was administered. Pt was able to obtain two results prior to the emt arriving. The pt neither alleged harm nor experienced injury due to the meter. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter and test strips were replaced.